Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient had excessive no delivery alarm. Customer's blood glucose at time of incident was 500 mg/dl. Customer is reporting a past event. The customer reported the alarm was resolved by infusion set change. Customer has product in question to return. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was advised and did not go to emergency room and declined to troubleshoot for high blood glucose.